Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the implantable neurostimulator (ins) could not be connected to due to a validation error and error code 0x688bf067 that were displayed. It was stated that ¿afterwards, it was able to connect again, but the program settings disappeared.¿ clarification provided noted that ¿it was considered that it disappeared from the ins¿ and that the settings were ¿not shown on the tablet after reconnection with the ins.¿ the issue occurred while programming the patient. There were no external factors in particular reported that may have led or contributed to the event. The patient¿s physician¿s observation about causality was asked but unknown. There were no actions in particular taken to address the issue; the issue was resolved at the time of report. There were no surgical interventions planned or performed and the intractable pain patient was alive with no injury at the time of report. No complications were reported or anticipated.